Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This complaint no longer meets reportable criteria. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as it was due to placement difficulty. This is a malfunction as this is not the expected outcome from this lead, however, this occurred in a controlled environment and the recurrence of this event is not likely to cause or contribute to death or serious injury. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due placement difficulty. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This complaint no longer meets reportable criteria. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as it was due to placement difficulty. This is a malfunction as this is not the expected outcome from this lead, however, this occurred in a controlled environment and the recurrence of this event is not likely to cause or contribute to death or serious injury. Amending MDR decision to MDR=no report. Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. The allegation was confirmed as the tissue was noted to be entwined at the tip. The tissue on the tip may not have been the cause of the placement difficulty at implant; however the tissue indicates that there was some issue with placement during implant.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due placement difficulty. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance issue. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported.